Event description:
It was reported that the double j ureteral stent was broken at the end.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the opened original packaging. An evaluation was completed by futurematrix. Though a specific cause cannot be determined, a potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used on a patient, however it is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the double j ureteral stent was broken at the end.